Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, infection, increased sensitivity, abscess, inflammation, mobility ((B)(6) are same patient).